Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Trial box for tc3 broke.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The investigation could not draw any conclusions about the root cause of the breakage. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. Based on the inability to conclusively identify root cause, no corrective action is being taken. Monitor future reports of sig hp rev tc3 box trial breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.